Event description:
The mitek rep. Reports that during a shoulder repair the ceramic portion of the working end of a vapr se electrode broke off into the pt and all was retrieved. The surgeon is reporting no adverse consequence tip the pt.